Event description:
In 2008, the pt reported that he is experiencing occlusion errors (e4) when he attempts to bolus through his infusion device. He stated that he disconnected from his infusion site and was able to bolus without error. He stated that he uses his stomach and upper thigh for infusion sites. He stated that he does have scar tissue. He stated his blood glucose was elevated to 275 mg/dl. He injected insulin via syringe to lower his blood glucose. He was educated on alternative infusion sites. He was sent different types of infusion sets to troubleshoot. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.